Manufacturer narrative:
Product evaluation: the system was examined and the reported event was not replicated. However, the company representative adjusted the wall pressure settings as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on october 2, 2008. Based on quality assurance assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Product evaluation ¿ consumable the customer did not retain the finished goods consumable lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report. As such, a visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
An ophthalmic surgeon reported that the irrigation fluid flowed the incorrect direction during fluid -air exchanging phase of a procedure. Clarification was received and it was indicated that the irrigation flowed to the patient's eye instead of the air. The procedure was completed and there was no harm to the patient. No additional information is expected.